Event description:
It was reported that the patient arrived to the emergency department due to the device alerting. Upon device interrogation, it was noted that there was an alert for impedances not measured. The caller indicated that everything looks fine with the device and all impedances look to have been measured. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.